Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: presumed causes such as part damage or deterioration, environmental issues like dust/dirt/humidity, optical issues, heat issues, electrical issues such as signal loss or circuit disconnection are reasonably suggested by known information. The most likely cause of this complaint is considered to be a predictable or random part failure rather than a design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, that the bronchovideoscope coating peeled off the connecting tube. (More than 1 mm²). There was no patient involvement.